Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected field - e3, d10, h6 (type of investigation, component codes)

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. The esp team provided guidance to the ICU rn regarding the significantly dampened arterial waveform, fo sensor failure, and associated alarms on the axillary-inserted iabp catheter. The importance of maintaining an accurate arterial pressure waveform was emphasized, and the rn was advised to consult the attending physician due to the ongoing waveform concerns and her discomfort with aspirating the inner lumen. Instructions were provided regarding appropriate steps if aspiration yielded no blood return, including removal of the fluid-filled setup, capping the inner lumen, and labeling it as do not use.

Event description:
(B)(6), an ICU rn, called into emergency support program line requesting assistance for an axillary-inserted balloon catheter that was providing a dampened arterial waveform. Axillary disclaimer provided. She reported the dampened arterial waveform has been on-going for a few days, and the physicians ¿did not want to manipulate the balloon catheter at that time¿. She stated the pump was providing an unable to update timing alarm, and was requesting how to turn off the alarms so the patient could sleep. She also reported a fo sensor failure, and that the pump was currently using the transducer for the ap source. It did not appear that the fo sensor failure had been previously reported. A screenshot of the iabp monitor revealed a significantly dampened arterial waveform. (B)(6) stated she was not comfortable aspirating the inner lumen. Esp team reviewed in detail the importance of the arterial waveform and recommended consulting the physician. Esp team also stated that if the inner lumen is aspirated, and no blood return is noted, the fluid-filled bag and transducer set-up should be removed from the inner lumen, the inner lumen should be capped off and recommended placing a note that read ¿do not use¿. There was no patient harm or injury reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).